Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after changing the cartridge. Reportedly, the customer wears the pump close against the skin. The customer was able to clear the alarm and resume insulin delivery. Additionally while contacting tandem technical support, the customer reported experiencing a low blood glucose (bg) event of 52 mg/dl. The customer reported the low bg was due to delivering more insulin via a bolus for the carbs eaten for earlier. The customer ate food to treat the low bg. Tandem technical support instructed the customer to consult with their healthcare provider about the low bg event.